Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a head/neck flap procedure that the probe would not work (did not produce audio or visual feedback). Had open and use another probe. No patient harm. No additional information. Dp-sdp001 swartz probe (B)(4).